Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded low out of range shock impedance measurement, measuring less than 20 ohms. Additionally, noise was also recorded in (B)(6) 2021, the noise was not consistent with myopotentials. Data analysis was performed and boston scientific technical services recommended additional troubleshooting and discussed that the shock lead needs to be assessed and repaired or replaced. No adverse patient effects were reported. This device and competitor lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.